Manufacturer narrative:
Investigation pending.

Event description:
In early 2009, caller alleged customer has discrepant results compared with the lab and between fingersticks. Results as follows: date: the same day, inratio: 1.7, lab: 4.6. Date: the same day, inratio: 3.7 repeat, lab: 4.6.